Manufacturer narrative:
Concomitant products: 3058 urinary mgu, implanted (B)(6) 2014, 3889-28 urinary mgu lead, implanted (B)(6) 2014, 5076-58 lead, implanted (B)(6) 2011, 5076-52 lead, implanted (B)(6) 2005, 6949-65 lead, implanted (B)(6) 2005

Event description:
It was reported that the patient experienced palpitations and a "slight thumping" - later clarified as phrenic nerve stimulations - due to the left ventricular lead. The lead had low pacing impedance and a capture threshold increase. The lead was reprogrammed and remains in use. The patient was a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.